Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy, two reloads stopped during firing. The staple line was incomplete distally. Another device was used to complete the case. There was no patient injury.